Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the drip chamber of a solution administration set; further described by the reporter as a "snowglobe" comprising of "small pieces of white plastic shards in the drip chamber". The issue was identified during use on a patient for an intravenous (IV) infusion of ringer¿s lactate solution (rls). Prior to the start of the rls infusion, a pain medication had been run through the set and was completed. After the rls infusion was commenced, the particulate was noted in the drip chamber. At that time, the infusion was stopped and the set up was disconnected from the patient. It was reported that the filter between the chamber and the patient appeared to protect the patient from the particulate matter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection using naked eye observed a white particulates inside the chamber. The particulates underwent analysis which determined that the pm was organic in nature and highly likely a drug that has precipitated out of solution. The reported problem was verified. The cause of the condition was due to human end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.